Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/not provided. Section d6b: if explanted; give date: not applicable, as the intraocular lens remains implanted. Section d4: model number: unknown/not provided. Section d4: serial number: unknown/not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: primary unique device identification (UDI) number: unknown, as the serial number was not provided. Section h3: the device was not returned for evaluation, as it remains implanted, and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that visible marks or scratches were found on the preloaded multifocal intraocular lens (iol) after the lens was fully inserted in the operative eye. No patient injury or medical or surgical intervention was reported. The lens remains implanted. The status of the patient is unknown. No further information was provided.